Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. No impact or consequence to the patient. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned.

Event description:
Allegedly the screw broke at the head in compression slot.